Event description:
The pt was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not find any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.